Manufacturer narrative:
Additional information: b5 (second paragraph) and h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter heart valve procedure involving the evolut fx 29 millimeter valve, pre-dilatation was pe reformed with a 20 millimeter non-compliant balloon, and the valve was placed in a cusp overlap position with placement confirmed by angiography in the left anterior oblique view. After initial valve placement, paravalvular leakage was detected, prompting post-dilatation with a 22 millimeter non-compliant balloon. During withdrawal of the balloon, the valve dislodged and was subsequently snared above the coronary arteries, remaining before the truncus brachiocephalicus. A new balloon expandable valve was then placed. Following the procedure, neurological concerns arose, and a neurologist was consulted. Additional information was received indicating that a non-medtronic safari guidewire was used during the procedure and the starting point for deployment of the evolut fx valve was at the bottom of the pigtail catheter. Moderate paravalvular leak was observed following initial valve placement. Before and after the valve dislodgement, the implant depth was 3 mm on the non-coronary cusp (ncc) and left coronary cusp (lcc). According to the reporter, the patient's anatomy did not contribute to the dislodgment. Medtronic was not the manufacturer of the balloon used for the post-implant dilation. The patient's neurological symptoms consisted of unresponsiveness and confusion, and it was noted that a neurologic event was confirmed.

Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter heart valve procedure involving the evolut fx 29 millimeter valve, pre-dilatation was pe rformed with a 20 millimeter non-compliant balloon, and the valve was placed in a cusp overlap position with placement confirmed by angiography in the left anterior oblique view. After initial valve placement, paravalvular leakage was detected, prompting post-dilatation with a 22 millimeter non-compliant balloon. During withdrawal of the balloon, the valve dislodged and was subsequently snared above the coronary arteries, remaining before the truncus brachiocephalicus. A new balloon expandable valve was then placed. Following the procedure, neurological concerns arose, and a neurologist was consulted.